Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7090119.

Event description:
It was reported in MFR. Report 3006630150-2022-05218 that the deep brain stimulation (dbs) patient experienced impaired healing, erosion and irritation behind their right ear at the incision site where the lead and lead extension connect. These symptoms have reoccurred, therefore, the patient underwent another revision procedure wherein the lead and lead extension connections were repositioned and the incision area was cleaned. The physician assessed that the device or procedure contributed to these patient complications. Another culture was taken which re-confirmed the presence of pseudomonas aeruginosa infection. The patient has remained on antibiotics since the first revision procedure. No devices were implanted or explanted during the procedure and the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2022. Additional suspect medical device components involved in the event: product family: dbs-extension; upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), and batch: 7097627. Product family: dbs-linear leads; upn: m365db2202450, model: db-2202-45, serial: (B)(6), and batch: 7087376. Product family: dbs-linear leads; upn: m365db2202450, model: db-2202-45, serial: (B)(6), and batch: 7090119.

Event description:
It was reported in MFR. Report 3006630150-2022-05218 that the deep brain stimulation (dbs) patient experienced impaired healing, erosion and irritation behind their right ear at the incision site where the lead and lead extension connect. These symptoms have reoccurred, therefore, the patient underwent another revision procedure wherein the lead and lead extension connections were repositioned and the incision area was cleaned. The physician assessed that the device or procedure contributed to these patient complications. Another culture was taken which re-confirmed the presence of pseudomonas aeruginosa infection. The patient has remained on antibiotics since the first revision procedure. No devices were implanted or explanted during the procedure and the patient was doing well postoperatively. Additional information was provided that the patient continued to experienced erosion behind the right ear at the lead extension connection site. Additionally, high impedances were discovered at the third contact on the right side of the lead. Therefore, the patient underwent another surgical procedure to reposition the lead extensions farther away from the incision and a skin graft was placed over the incision site. There were no reported patient complications postoperatively.

Event description:
It was reported in MFR. Report 3006630150-2022-05218 that the deep brain stimulation (dbs) patient experienced impaired healing, erosion and irritation behind their right ear at the incision site where the lead and lead extension connect. These symptoms have reoccurred, therefore, the patient underwent another revision procedure wherein the lead and lead extension connections were repositioned and the incision area was cleaned. The physician assessed that the device or procedure contributed to these patient complications. Another culture was taken which re-confirmed the presence of pseudomonas aeruginosa infection. The patient has remained on antibiotics since the first revision procedure. No devices were implanted or explanted during the procedure and the patient was doing well postoperatively. Additional information was provided that the patient continued to experience erosion behind the right ear at the lead extension connection site. Additionally, high impedances were discovered at the third contact on the right side of the lead. Therefore, the patient underwent another surgical procedure to reposition the lead extensions farther away from the incision and a skin graft was placed over the incision site. There were no reported patient complications postoperatively. Additional information was provided that the patients erosion issue continued to persist and therefore, the patient underwent an explant procedure during which the entire scs system was explanted. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2022 additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7097627. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7087376. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7090119. Product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 528895.